Event description:
It was reported that balloon rupture occurred and the patient experienced discomfort. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified superior mesenteric artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the fourth inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The patient had a feeling of discomfort upon rupture. The device was removed from the patient's body with a snare. The procedure was completed with the original device. No further patient complications were reported.

Event description:
It was reported that balloon rupture occurred and the patient experienced discomfort. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified superior mesenteric artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the fourth inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The patient had a feeling of discomfort upon rupture. The device was removed from the patient's body with a snare. The procedure was completed with the original device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 12.0 x 40, 75cm was returned for analysis. The device was returned in two pieces; the balloon was separated from the device shaft. Only a segment of the proximal balloon sleeve remained attached to the device, the majority of the balloon and the whole tip section of the device were removed. The balloon material was returned in two 2 segments - segment 1 contained the tip of the device attached and segment 2 was balloon material only. There was a longitudinal tear extending from the tip portion of segment 1 through the full segment for that segment - approximately 4 mm long. Segment 1 also had a full circumferential tear present. Segment 2 was a portion of balloon material and it was unclear what damage had occurred. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft.